Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, energy leaked through the monopolar curved scissors (mcs) tip cover. The procedure was completed with no reported injury.